Event description:
Dermatologist contacted depuy spine requesting information on confidence cement. Patient, female, was implanted with confidence for a thoracic compression fx in 2009. Two months later, she presented with a widespread sudden onset rash. The rash got worse over time and did not respond to normal treatment. A patch test found the patient tested positive for bethalmethate, ethylene glycol, dimethacrythyl, 2-hydroxypropalmethaulate and nickel. She requested information about confidence to determine if the rash may be related to the cement.

Manufacturer narrative:
Doctor reported that patient had begun to respond to treatment. No conclusions can be made. At this time, no direct connection can be made between the patient condition (rash) and the use of the confidence cement.